Event description:
It was reported that following a ptca procedure, the iab was inserted in a pt with strong calcification. The next day, blood was seen in the helium tubing. The iab was removed and replaced. There were no pt complications.